Event description:
It was reported that a merlin transmission revealed stored episodes of non-sustained right ventricular oversensing due to intermittent post-paced t-wave oversensing. No episodes have occurred since, therefore no programming changes were made. The patient will continue to be followed.